Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, the patient underwent a total knee replacement of her left knee in 2006. It was further reported that in 2007, while the patient was performing her normal activities, she heard a clinking sound from the left knee prosthesis and felt extreme pain, ultimately requiring a revision at about three weeks later."